Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered, and that the ¿basal rate was not working correctly¿. Additionally, it was reported that the pump did not enunciate alerts and notifications as intended. Customer¿s blood glucose level was above 300 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.